Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not allow to past the fill tubing step during the load process. The customer had changed to a new cartridge and able to complete the fill the tubing. There was no impact to the customer's blood glucose level.